Manufacturer narrative:
Note: product reference (B)(6) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record the batch record, number 37019745 was reviewed: the batch is within the specifications and no discrepancy was observed. No other similar complaint was reported on this batch released in november 2023. Summary of investigation the involved device was not returned for evaluation. - context review: the infection detected appeared 24 days after the implantation of the implantable port. The bacteriological test results performed by the hospital showed that staphylococcus was at the origin of the patient infection. - b.braun microbilogical expert: since the implementation of identifications on our b.braun production site, streptococcus genus has never been identified either in our production environment nor on the products during bioburden assessments. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Conclusion the available elements are not sufficient to identify the exact root cause of the infection. However, as: - the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes; - no other complaint was reported on this batch, staphylococcus is widespread pathogens and often cause nosocomial infections; - the device is supplied in a double sterile barrier packaging - the IFU gives recommendations to avoid this type of complication; this incident seems not directly imputable to the device. The global complaint rate for infection on celsite access ports is very low ((B)(4)). No corrective action is foreseen at that time.

Event description:
The patient contacted the vascular access team by phone, reporting redness, pain and warmth around the access port. A vascular access specialist nurse from the team advised her to visit the hospital for an examination. After assessment and discussion within the vascular access specialist team, a pocket infection was suspected and port removal was planned on (B)(6) 2024. Pocket culture was positive for streptococcus.